Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic left upper lobe resection, the device was able to fire, but there was a poor staple formation and incomplete staple line distally. The nails are not pushed around, and the nails are not closed. The device also locked on tissue and after the angle is reduced to 0 degrees, it was removed. The device was changed new to resolve the issue in order to complete the case. There was no patient injury.